Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was lodged in the deployment device and did not deploy. The user did not shuttle down completely because of the sealant being in the way. Hemostasis was achieved by manual pressure. There was no reported patient injury. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 6f non-cordis sheath. The advancer tube was not engaged or visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was lodged in the deployment device and did not deploy. The user did not shuttle down completely because of the sealant being in the way. Hemostasis was achieved by manual pressure. There was no reported patient injury. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 6f non-cordis sheath. The advancer tube was not engaged or visible. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The syringe used with the unit was returned connected to the device along with the cordis sheath on the shuttle cartridge, fully retracted. The sealant was concluded as not returned as it was not present in its manufactured position. On the other hand, the advancer tube was returned in its manufactured position. The device was inspected for damages that may have contributed to the reported event. During this analysis, a separation/cut damage was observed in the distal portion of the shuttle. The sealant not returned in its manufactured position; it was attached to catheter shaft. Nevertheless, as the advancer tube was observed to be in its manufactured position, a simulated deployment test was executed to ensure functionality of the returned device. The shuttle was able to be advanced and retracted to the black handle without issue. The advancer tube was properly engaged to the proximal tamp and could be displaced to the distal portion as expected per the device¿s instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant was absent from the expected position per the manufacturing procedure. Additionally, the separation/cut observed during the visual analysis showed evidence of scratch marks present near the separation border, which could be related to interaction with sharp-edged materials that may result in the separation/cut observed. The reported events of ¿sealant-failure to deploy¿ and ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. Although, the device was received with the sealant deployed on the catheter shaft and the advancer tube in its manufactured position, indicating that the user experienced a deployment failure. However, the exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to inability to fully shuttle down and the subsequent failure to deploy the sealant. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (the user did not shuttle down completely because of the sealant being in the way), which can cause resistance during the shuttle deployment step and failure to deploy the sealant. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Also, handling factors of the device likely resulted in the separation/cut condition noted as evidenced by the scratch marks at the cut area, indicating a possible interaction with a sharp-edged item may have resulted in the damage. However, as this condition was not reported by the customer, it is unknown if the condition occurred during the use of the device or after the procedure. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.